Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements with loss of capture (loc). The patient is intermittently pacemaker dependent and became bradycardic. The patient was admitted to the hospital for further investigation. An x-ray confirmed lead dislodgement. Surgical intervention was performed and the lead was successfully repositioned. The patient is doing well and the lead remains in service.